Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2014, product type: catheter, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). The pump was turned off for lumbar spine surgery by another physician. The pump remains off. The pump not working has not been resolved. The catheter was cut off during the surgery. The patient was in a rehabilitation facility and will need a catheter revision when discharged. The patient¿s weight was (B)(6) pounds.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a healthcare professional regarding a patient who was receiving dilaudid (unknown concentration and dose) via an implantable pump. Indication for use was spinal pain. The date of the event was (B)(6) 2019. It was reported the patient was in the hospital because he had surgery which was unrelated to his pump device. The patient did not hear an alarm from the pump but believed the pump was not working. The patient experienced a sudden change in therapy noted as withdrawal which started on (B)(6) 2019. No further complications were reported.